Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred while the patient was connected for the fourth dwell cycle of peritoneal dialysis (pd) therapy. The patient stated that she had left an unused supply line unclamped. The technical services representative assisted the patient in clearing the alarm. The patient stated she would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, unused lines being left unclamped is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.